Event description:
On 4th september 2024, rayner received notification from a us healthcare facility of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that post-operatively, the patient has presented with toxic anterior segment syndrome (tass).

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the patient presented with toxic anterior segment syndrome (tass) post-operatively. The aetiology of tass may be multi-factorial with numerous potential causes including but not limited to; bacterial endotoxins or particulate contamination of balanced salt solutions, intraocular irrigating solutions with abnormal ph, osmolarity or ionic composition, denatured ophthalmic viscosurgical devices (ovd), intraocular medications (antibiotics in the irrigation solutions or intracameral antibiotics),topical ointments, inadequate sterilization of surgical instruments and tubing, inadequate flushing of instruments between cases resulting in build-up of ophthalmic viscosurgical devices (ovd),preservative and metallic precipitate. Every batch of iols manufactured by rayner are tested for endotoxin and bioburden prior to release for sale. Rayner's endotoxin acceptable tolerances are derived from bs en iso11979-08 (2017) ophthalmic implants - intraocular lenses part 8 fundamental requirements. We have set our own limits for bioburden as there is no standard that prescribes acceptable limits. I can confirm that the records for the rayone emv rao200e batch 073221651 show that the bioburden and endotoxin results are within the defined limits. A rayner microbiological cause for the onset of post-operative tass is therefore extremely unlikely. Rayner has been advised that the healthcare facility has completed their own internal investigation and believes the viscoelastic is the cause of the post-operative onset of tass in this case.